Event description:
A facility reported that during tonsillectomy performed by radio frequency dissection "ellman" involving the bipolar forceps cp392-5r 200mm bayonet (cp392-5r), the patient sustained a superficial burn on the corner of the lips. It was noted that the burn was not detected during surgery, but during the post-surgical visit. The wound was treated with a " greasy dressing." No surgical delay was reported.

Manufacturer narrative:
The bipolar forceps cp392-5r 200mm bayonet (cp392-5r) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the investigation showed that the blue coating was severely damaged. There were many scratches, and part of the coating had been removed, exposing the underlying metal. The tips were also scratched. There were also black marks in the middle of the instrument on the blue coating. Root cause analysis: the coating was damaged by friction with a highly abrasive element, or even by contact with a sharp object during cleaning, resulting in an area without coating. It is this area, lacking electrical protective coating, that is most likely the cause of the burn in the patient.